Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: - please provide lot number. =>currently, unknown.- please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.?=>the device has been received at sukagawa and will be shipped. Please check rmao. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).=>n/a. H3 analysis: the product was returned to ethicon for evaluation. One cannula outside its packaging was received for analysis. Product code ez10g. During the visual inspection of the returned sample, it was observed that the cannula was intact. However, the loop was found broken due to the suture had begun with the degradation process. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. Per the sample condition, the functional test cannot be performed. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6)2024 and suture was used. During the procedure, there was a crack near the knot. Another device was used to complete the case. One device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.